Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) medical center. H.6 investigation summary: bd received 1 sample and 3 photos for investigation. Visual examination of the sample and the photos confirmed the presence of foreign matter (fm) on the inner tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes a black stain was found inside the tube(foreign matter). There was no report of impact to the patient or user.